Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown.

Event description:
It was reported that the implant at tooth site #46 needs to be removed due to fractured hex.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtb11 (imp,tsv,3.7,11.5,mtx,mg) for evaluation. A visual evaluation was performed, signs of use was identified; the implant was fractured at the collar. A fractured screw was identified stuck inside the implant. DHR review was completed for the subject lot number 1270034. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1270034 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selected an implant that was unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured and a fractured screw was identified stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.